Manufacturer narrative:
The investigation is ongoing, and therefore no cause has been established at this time.

Event description:
A customer reported software crashing when running calibration on the aia-2000 analyzer. The customer stated a field service engineer (fse) was on-site a few days prior to reported event, however, the customer is still unable to run calibration and has requested assistance. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and the customer stated they have decided to no longer operate the lab and no longer needed fse service. The aia-2000 is no longer in operation. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the failure mode "software crashing" was performed through aware date. There were three (3) similar complaints identified during the searched period, which includes this event. The most probable cause of the reported issue could not be determined.